Manufacturer narrative:
One cadd-solis vip pump was returned for analysis in good condition. The event history log revealed that the cassette not attached properly alarm occurred. A cassette was attached to the pump and device alarmed cassette not attached properly. Based on the evidence, the complaint was confirmed but the root cause is unknown. However, root cause was possibly found to be a faulty downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached" alarm. It was reported that there was no patient involvement. No adverse effects were reported.